Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alarm that the temperature 2 out of range. The nurse had already switched out the temperature cable and still getting an alarm. Confirmed an alarm in the event log - 0027 (patient temperature 2 low). Low temperature alert limit was set to 31.5c and patient temperature 2 reading on 32.8c. Mss explained that if nurse switched out the cable and still getting the alarm then issue was the probe and recommended to switch out the probe.

Event description:
It was reported that the arctic sun device received an alarm that the temperature 2 out of range. The nurse had already switched out the temperature cable and still getting an alarm. The nurse confirmed an alarm in the event log ¿ 0027 (patient temperature 2 low). The low temperature alert limit was set to 31.5c and the patient temperature 2 reading on 32.8c. Mss explained that when the nurse switched out the cable and still getting the alarm than the issue was the probe and recommended switching out the probe.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "sensor wire too weak/thermistor chip too weak." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.